Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was giving an e6 error code when plugged in to a console device. It was further determined that the yellow wire on the device was damaged. It was determined that the cause of the e6 error code was due to the damaged wire, which was damaged by rubbing on the hose brace during use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out motor components from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as jan 27, 2014 in the initial report. The device manufacture date has been updated as may 29, 2014. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the motor device was not turning on. It was not reported if there were any delays in the surgical procedure. An identical spare device was available for use. There were no reports of injuries or medical intervention. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.